Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received the critical block and inverse critical block did not add to zero. The customer¿s blood glucose level was 213 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected pump error 15 alarms during testing however, pump error 15 alarm, line number 163 file number 30, is found in the formatted history file due to a software error.